Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: from the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#(B)(4) has been initiated to address the issue. As no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint trend would be monitored. Complaint will be reopened when sample is returned.

Event description:
It was reported that the unspecified bd venlon pro safety catheter experienced leakage. The following information was provided by the initial reporter: seriousness of injury: no harm. The issue seems to be a failure of the none return valve at the injection port site causing back flow and blood/fluid loss. Patients recannulated at a different site. Reported to the supplier.